Manufacturer narrative:
Stenosis of an implanted valve may be a manifestation of structural valve deterioration. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Without return of the device, edwards is unable to conclusively determine the root cause for this event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that ten (10) years, six (6) months post-implantation of this 29mm bioprosthetic mitral heart valve, a 29mm transcatheter valve was implanted (valve-in-valve) due to severe mitral stenosis (10.9 mmhg). Per-operative work-up reveled the bioprosthetic valve was somewhat canted towards the left ventricular outflow tract with a strut that did protrude; however, there was no lvot obstruction. The transcatheter valve was implanted via trans-septal approach with no reported complications and the patient was listed as doing well, post-operatively.